Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to insufficient rear locking. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that while deploying the angio-seal device, all components of the device pulled out from the body giving the impression the device didn't lock appropriately (during sheath and hub separation) prior to pull back. There was no blood loss. Additional information was received on 05sept2024: hemostasis was achieved thru manual compression. The procedure being performed for the patient prior to the use of the angio-seal was a leg angiogram. Procedure sheath used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable. A pre-deployment angiogram was performed.